Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on august 11, 2023.

Manufacturer narrative:
This report is submitted on june 05, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to poor sound quality. The patient was reimplanted with another cochlear device during the same surgery.